Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. The root cause investigation is in progress through (B)(4). The field corrective action number has been provided.

Event description:
A customer reported that a colleague volumetric infusion pump encountered an air in tubing alarm. This could have been a false alarm. The process step and care area is unknown. There are no reports of patient injury or medical intervention associated with this event. No additional information is available at this time. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). Additional information: sample availability is unknown. Should the device be received, or any additional information becomes available, a follow-up will be submitted. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed and duplicated. The assignable cause was a defective phm (pumphead module). The phm has been replaced. Additional: the user interface module master software version is 5.08.92, categorized as remediated. A service history review revealed that the device has not been previously serviced for the reported condition.